Event description:
It was reported that during an implant procedure, the physician had some difficulties moving the style through the wire. The physician attempted to implant the right ventricular (rv) lead but the style did not reach the tip of the electrode. Another rv lead was implanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The lead was evaluated with the stylet and no restriction/obstruction was noted. Visual and x-ray inspection did not find any anomalies on the lead.